Manufacturer narrative:
(B)(4). This complaint related to emdr #1828100-2016-00612. Per the fsr, this unit continues to leak at hose connections when hoses are not attached. This unit is owned and serviced by a third party, (B)(4). The fsr advised the (B)(4) technical service manager of the situation and advised him not to use the unit. The fsr left a voicemail with the user facility perfusionist (ccp) advising her of the issue and recommended the unit not to be used until serviced by (B)(4). Per the fsr, this heater cooler unit does not operate within manufacturer specifications and should not be used until the ground leakage issue is resolved.

Event description:
The field service representative (fsr) reported that during the notice of field correction (nfc) of the device, channel a water output and channel b water inlet connectors on the heater cooler unit leak when hoses are disconnected. This was due to the check valves being stuck open. This is a back-up unit. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced channel a and b mixing valves and completed acceptance testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.